Event description:
Additional information received indicated that the device migrated to the inferior vena cava and was confirmed via x-ray imaging post-procedure. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's leadless pacemaker dislodged post-implant procedure. The device was explanted and replaced. The patient condition was unknown.